Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stretched shaft was confirmed. Returned device analysis found a inner member separation, at the proximal balloon marker. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the nc trek was removed from the protective hoop without resistance. Once outside the hoop, the part where the balloon attaches to the outer member, the proximal seal, was stretched. The device was set aside and not used. There was no patent involvement. There was no additional information provided. The device was returned with an inner member separation at the proximal balloon marker.